Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported 2 weeks ago patient found her device is not working and she is getting a por (power on reset) message. There were no recent medical tests or known emi environmental exposures. The patient does not currently have a doctor to manage their device and was sent a listing of potential doctors in their area. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the actions taken to resolve the power on reset (por) was a new battery and that it was not functioning. The patient stated that they had an appointment on (B)(6) 2019 scheduled. Hcp information was updated.

Manufacturer narrative:
Correction: product problem only, there were no symptoms reported, (B)(4). If information is provided in the future, a supplemental report will be issued.